Event description:
It was reported that 4 bd pegasus¿ safety closed IV catheter systems experienced leakage at connection site. The following information was provided by the initial reporter:several cases of fluid leakage occurred in gynecology. No cracks were found when the nurse checked, but fluid leakage occurred at the junction of heparin cap and hard shell, and cracks were suspected at the adhesion.

Manufacturer narrative:
H6 investigation: a device history review was conducted for lot number 9143745. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Plant will monitor this defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd pegasus¿ safety closed IV catheter systems experienced leakage at connection site. The following information was provided by the initial reporter: several cases of fluid leakage occurred in gynecology. No cracks were found when the nurse checked, but fluid leakage occurred at the junction of heparin cap and hard shell, and cracks were suspected at the adhesion.